Event description:
Same as manufacturing number 6000089-2005-00020. It was reported 7 days following a coronary drug eluting stenting treatment procedure, the pt died. In 2004 the pt presented with a severely calcified, 70% stenosed left anterior descending (lad) artery. The pt had been on a plavix regimen. The target lesion was pre dilated with a 2.5 x 20 mm maverick balloon. The reference diameter of the vessel was 2.5 - 3.0 mm. A taxus express2 2.75 x 32 mm drug eluting stent and a taxus express2 3.0 x 28 mm drug eluting stent placed in the proximal to distal lad post rotational atherectomy (sizes 1.25 mm and 1.5 mm.) The stents were implanted overlapping each other. A plavix regimen was prescribed following the procedure. Angiography was also performed which showed the stent result was o.k. About a week later the pt showed signs of a sub acute thrombosis including acute chest pain, diaphoresis, and an acute anterior wall myocardial infarction. The physician's opinion is that the thrombosis was related to the stents. The physician then performed a primary percutaneous cardiac intervention. The pt expired the same day. The cause of death was reported as a sub acute stent thrombosis with acute extensive anterior wall myocardial infarction complicated with cardiogenic shock.